Event description:
Product malfunction involving one person on 6/15/98, pt called to report disposable cup & disc burst. Is cup available for return: no; were the lens damaged: no; was there personal injury: no; was there property damage: no; was cup clear, opaque or new clear cup: new clear cup;